Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex artery (lcx). Pre-expansion was accomplished with a non-compliant balloon catheter and with a cutting balloon catheter. Subsequently, a 28x3.00mm synergy drug eluting stent was advanced but failed to cross the lesion. Upon removing the synergy stent, the stent hooked at the guide catheter and caused damage at the stent rod (it got kneaded). The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.